Event description:
Solid state relay burned out causing smoke and odor in newborn nursery and resulting in evacuation of nursery. Note this is a second occurrence in 16 months involving two different infant warming units.